Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse replaced the solenoid driver board, tested the iabp to factory specifications and returned it to the customer cleared for clinical use.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) stopped pumping with fault # 58. Customer attempted to restart the device, but the same alarm was generated. Customer replace the pump to continue iabp therapy. No patient injury or harm was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). If additional repair information is provided by the customer, we will provide accordingly.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) stopped pumping with fault # 58. Customer attempted to restart the device, but the same alarm was generated. Customer replace the pump to continue iabp therapy. No patient injury or harm was reported.